Manufacturer narrative:
(B) (4). (B) (4). Event logs and data set were received for investigation and confirmed the customer's report of an over infusion of dexmedetomidine. During the approx time reported the user selected guardrails drug dexmedetomidine prcd and a clinical advisory message appeared on the pc unit warning the user about the selected drug to be used in procedural areas only. The warning was acknowledged by the user. The custom concentration settings entered by the user for the dexmedetomidine prcd were as follows: drug amount 48 mcg, diluent volume of 20 ml, vtbi of 50 ml and dose of 0.2 mcg/kg/h. This resulted in an infusion rate of 74.2 ml/h for about 36 mins before being stopped by the user. The root cause of the over infusion of dexmedetomidine was identified to be due to a user programming error. The user chose the incorrect drug type and then entered an incorrect concentration. Facility was informed of the investigation findings and indicated to have made changes in their dataset to prevent this error in the future. The device history record was reviewed at the manufacturing facility, and it did not show any manufacturing issues during production build for the involved pump. The service database and product performance monitoring database review showed no prior issues or anomalies have been reported and indicated no prior service repair history for the suspect pump.

Event description:
Customer reported ICU pt on a vent received an over infusion of dexmedetomidine. The drip was programmed at approx 1:45pm. The intended dose was 0.2mcg/kg/h, concentration 200mcg/50ml. At 2:15pm, the pt's bp dropped to the 60's, was found pulseless and a code was called. Chest compressions initiated and a norepinephrine drip was started. The pt was resuscitated successfully. The reporter indicated the pt died on (B) (6) 2010. Findings to date indicate the medication over infusion was not related to the pt's death. Although requested, no further info was provided.